Event description:
Moisture gets past disposable filter and causes the ventilator to shut down and lockup without any warning that this is happening. The ventilator becomes inoperable until the filter dries out, which takes 12 to 24 hours. Necessitates manually ventilating a ventilator dependent pt with a positive pressure device until a second ventilator is setup and readied for use on the pt.